Event description:
It was later reported that a mini thoracotomy for pericardial centesis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the patient experienced a pericardial effusion due to the use of the tunneling tool. After the tunneling tool was used and the lead was placed, the blood pressure and heart rate dropped, which necessitated cardiopulmonary resuscitation (CPR). A transthoracic echocardiogram (tte) revealed the pericardial effusion and also a pericardial clot. The patient experienced post-arrest seizures, and was then unresponsive and placed in a medically-induced coma and died. No system was implanted. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.